Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 577 mg/dl at the time of incident and the current blood glucose level was 565 mg/dl. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as vomiting, abdominal pain nor difficulty in breathing. The customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering. Customer stated insulin exited at the quick release. Customer reports bolus wizard was programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. Customer was able to perform high pressure test. The device will not be returned for analysis.